Manufacturer narrative:
(B)(4). The device has been evaluated and received by baxter. The reported condition has been confirmed but the assignable cause is the reservoir.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report that an infusor had a ruptured bladder that occurred during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.